Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(4), ubd: 19-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient currently receiving intrathecal bupivacaine 3 mg/ml (unknown dose), morphine 30000 mg/ml at 400 mg/day, and clonidine 200 mcg/ml (unknown dose) via an implanted pump. The patient¿s new dose of morphine was 250 mg/day and the other drugs remained the same (with doses unknown). It was reported the patient was not getting pain relief and the catheter was anterior, so the healthcare provider (hcp) moved it down and confirmed it was posterior after the revision. The rep did not know the date the patient was not getting pain relief. On (B)(6) 2020, the hcp moved the 8780 catheter tip. It was noted the initial 8780 catheter was untrimmed hcp then trimmed 39 cm off of the spinal segment and left the pump segment untouched. A 8782 spinal revision kit was used. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated there was no catheter device issue and it was unknown if any diagnostics/troubleshooting was performed. The cause of the catheter being anterior and the patient not getting pain relief was unknown but assumed to be from initial placement. It was noted the new catheter tip placed posterior at surgery went without incident. The patient¿s outcome after surgery was unknown as the rep had not seen the patient. The patient¿s weight was unknown. The spinal segment of the catheter was discarded. No further complications were reported.